Manufacturer narrative:
(B)(4). The customer reported concerns over the accuracy of the spo2 measurement, and is reported to have "alluded to a sentinel event" resulting from this issue. The customer indicated that they had damaged the spo2 connector on the multi-measurement server (mms). [A sentinel event may be defined as any unanticipated event in a healthcare setting resulting in death or serious physical or psychological injury to a patient or patients, not related to the natural course of the patient's illness, and any event for which a recurrence would carry a risk of a serious adverse outcome]. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported concerns over the accuracy of the spo2 measurement, and is reported to have "alluded to a sentinel event" resulting from this issue.